Event description:
It was reported that the patient had her neurostimulator removed in (B)(6) 2010 because it was not helping with the pain and she was not using it. The patient stated it was worked for two weeks after implant, and different programming was tried. It was noted that the patient experienced pain in her ribcage after implant and eased over time. The lead was left implanted as the patient did not wish to have any incisions made on her back. The patient went to a chiropractor and was told her issue was her muscles. About a year ago she went to a chiropractor and they put a heat lamp on her back and it felt like her stomach was on fire. They took the lamp off and it stopped burning. The patient was told that this could be because of the leads. The patient had a therapeutic ultra sound on her right side and she couldn't feel it. They put it on her left side and she could feel it. The patient was told the reason she couldn't feel it was because her muscles were so tight. It was noted that the patient ices three times a day and can't feel it. She touched her skin and it was cold.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).